Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not available.

Event description:
It was reported that the patient presented at a follow-up in clinic. The pacemaker was unable to be interrogated. Days later, on (B)(6) 2019, the patient died from cardiac arrest. The physician alleges that the pacemaker contributed to the cardiac arrest, since the pacemaker exhibited the interrogation issue close to the patient death.